Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported by the customer that the red button was not working properly on the tubing. Therefore there was a loss of insufflation.

Event description:
It was reported by the customer that the red button was not working properly on the tubing. Therefore there was a loss of insufflation.

Manufacturer narrative:
This complaint investigation was closed based on the device not received as the device was discarded, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: red button not working on tubing probable root cause: 1. Severe shipping conditions 2 material/design error 3. Damaged equipment 4. User error the reported failure mode will be monitored for future reoccurrence.